Event description:
The report states emergency medidal tech's responded to a person described as obviously long dead and connected the device. According to the rptr, the "analyze" button was pressed. The device advised a shock. The rptr is complaining the device advised a shock on a long dead person.